Event description:
It was reported that the pump touch screen was unresponsive and remained on after the customer delivered a bolus. Subsequently, the battery depleted and the pump shut off. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.